Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 301 mg/dl. Customer stated that she was unsure of why the blood glucose was so high but did not believe it to be due to the insulin pump. She stated that she felt fine but did have manual injection to revert to if needed. She did not recall any significant event leading to the alarm. Nothing further was reported.